Event description:
It was reported, the pt no longer had stimulation and was receiving a low battery flag on her programmer. Attempts to determine the status of the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.